Event description:
It was reported that the patient was experiencing fatigue. The implantable pulse generator (ipg) mode was adjusted. The patient re ported feeling better but later reported feeling like the ipg had not been adjusted. Further programming options were discussed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012. (B)(4).